Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional sae information became available. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced sensor failure prompting her to remove the sensor. Upon sensor removal, the patient stated the wire had detached from the wearable and was missing. She sought advice from her doctor, who recommended against the necessity of wire removal. In the following days, the insertion site became swollen, reddened, and pus formed. On (B)(6) 2025, she returned to her doctor who examined the area, made an incision, and successfully extracted the wire from the skin. There was no information on whether anesthetics were given prior to the incision or on how the incision was closed. When asked by tech support, the patient confirmed that no medication was given after the procedure, and the clinic appointment lasted under an hour. At the time of the report, the incision site was healing, and she was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.